Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal needle hub separated on 2 occasions during use. The following information was provided by the initial reporter: material no: 328512, batch no: 9324120. It was reported 2 syringes when removed needle shield needle assemble goes off with it.

Manufacturer narrative:
H.6. Investigation: customer returned two (2) loose 31gx8mm, 0.3ml insulin syringes. Consumer reported found 2 syringes when removed needle shield needle assemble goes off with it. Both returned syringes were examined, and neither exhibited needle hub / shield assembly separation; removing the cannula shields from these 2 syringes did not result in hub separation. No evidence of manufacturing defect was observed, therefore, the alleged issue could not be confirmed. A review of the device history record was completed for batch#: 9324120. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal needle hub separated on 2 occasions during use. The following information was provided by the initial reporter: material no: 328512, batch no: 9324120. It was reported 2 syringes when removed needle shield needle assemble goes off with it.